Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was on a trip, boarding an overnight cruise, when the infusion set's tubing disconnected at the quick release after she heard a pop. She had never faced this issue before. The site location was patient's abdomen and the pump was worn on the waist. The infusion had been in use for one day and the infusions were stored in the suitcase. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.